Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to inspect and clean various parts of the pump and to fill and attach a new cartridge. The customer was able to successfully complete the loading process and resumed insulin delivery.